Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a gas loss disabled unable to turn on alarm function. There was no patient involved.

Manufacturer narrative:
After further investigation, it was identified that this complaint event is not reportable to us. Initial report was submitted in error hence follow up MDR is not necesary.

Manufacturer narrative:
(B)(6). Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter) g3, g6, h2, h3, h6 (health effect impact code), h11. Corrected fields: e3, g2. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) had a gas loss disabled unable to turn on alarm function, during use. (B)(6) was helping support the primary nurse and noticed the gas loss alarm was off on the pump in use. She tried multiple times to turn it back on but was unable to change the setting. Esp personnel walked her through the process which was never successful. Complaint information obtained. Esp personnel suggested exchanging the pump but she said the plan was to remove the catheter today and would remove the pump from use after. She was appreciative of the support and denied any additional questions. No harm or injury to the patient was reported.